Event description:
It was reported that there was a thrombus in the catheter, with infusion site pain and discharge. The pump alarmed and exhibited error codes. The patient experienced anxiety, sleep issues, diarrhea, nausea, decreased blood viscosity, and infusion site scarring/bleeding.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.